Event description:
It was reported that the right ventricular (rv) lead exhibited a capture anomaly. The lead was capped and replaced during a pulse generator change procedure. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".